Event description:
Mobi-c p&f us : revision. It was reported that patient had a 2 level moci-c (c5-c6 & c6-c7). Neck pain appeared 3 months post-op. According to the reporter x-rays , showed subsidence. Revision was due to subsidence of the implant in c6-c7. Tdr was removed and coverted to acdf at c6-c7. The second mobi-c is still implanted in c5-c6. 2 weeks post-op, preoperative neck pain was gone, voice and swallowing is good. According to the reporter , the event may have been caused by the device. On august 29th 2017 the surgeon confirmed the reference and lot number of the explanted prothesis . The device was not returned to the manufacturer. X-rays and surgery reports were provided for investigation.

Manufacturer narrative:
The explanted prothesis was not returned to the manufacturer for examination. The review of the device history records and tracebility shows no evidence on a device issue that may have caused this event. Investigation on this complaint shows that another report was already sent to the authority regarding this event ( MFR report : 3004903783-2016-0051 related to another complaint with internal ref pr 12564). The previous report treated the lot 5249908 . However , regarding the confirmation received from the surgeon the correct lot number is 5253450 and this report correct the information provided in the previous report cited above. Based on the x-ray provided analysis and the available information on the surgery reports , severals hypothesis can be made to explain this event : - incorrect decompression: posterior osteophytes has been not removed correctly during dissection; - incorrect positioning: the superior endplate of c6 level is anterior regarding the x-ray analyis. However regarding the avilable informations , these assumption cannot be validated. From information provided, based on the product history records, and the recurrence of this type of event for this implant the exact root cause remain undetermined with potential poor initial preparation of disc sapce hypothesis . The investigation found no evidence to indicate device issue. If additional information was returned this case will be reopned.

Event description:
Mobi-c p&f us : revision due to subsidence. Initial surgery : (B)(6) 2016, 2x prosthesis c5-c6 / c6-c7. Revision surgery : (B)(6) 2016, revision in c6-c7 and replaced by plate ans screws. Patient is doing fine.